Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck, spline inversion and failed to be deployed. First the splines got inverted, the catheter was removed from the patient's body and noticed that deployment mechanism was not engaging. Catheter would not convert to flower or basket and the guidewire got stuck within catheter. A non-bsc device was used to complete the procedure, no patient complications occurred. The catheter was disposed.